Event description:
The customer reported to beckman coulter hotline support that their unicel dxc 800 pro instrument generated "cc cuvette not dry before first reagent dispense" errors twice in an hour. Troubleshooting with the assistance of hotline support revealed liquid around the reaction wheel cover. The customer inspected the reagent probes and did not observe leaking from the probes. The leak was contained to the instrument so no one came in direct contact with the fluid. In addition, no erroneous patient results were generated in connection with this event.

Manufacturer narrative:
During a service visit by beckman coulter service personnel, leaking from reagent probe b was confirmed. The field service engineer replaced the a/b valve to resolve the problem. (B)(4).